Event description:
As reported, the patient underwent a poly swap secondary to midflexion instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6) 02-020-11-0360 - truliant ps cem fem ps cem right sz 6 (B)(6) 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk (B)(6) - gps implant kit v2

Manufacturer narrative:
H6: corrected investigation clinical codes.